Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and a difference between sensor glucose and blood glucose values. The customer reported a blood glucose value of 46 mg/dl and a sensor glucose value of 79 mg/dl. The customer reported hypoglycemic event was treated by discontinuing use of the insulin delivery system. The event involved product(s) mmt-7020a. Troubleshooting was performed; the difference between sensor glucose and blood glucose was 33 mg/dl and it was beyond the 30% limit. No further patient complications were reported. No product return is required for mmt-7020a.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: per updated complaint text in cross referenced event, customer reported having sensor glucose of 46mg/dl while blood glucose was 79mg/dl. Per follow-up notes in cross referenced event, customer did not allege a low. No harm occurred. No treatment was needed. Sensor is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.